Event description:
It was reported during a atrial fibrillation ablation with pulse field ablation, a faradrive steerable sheath was selected for use. The physician noted excess bubbling during aspiration of the farawave catheter when inserting twice. The farawave was taken out and reinserted three times. During the third attempt at inserted, the bubbling was not present and the physician continued on as planned. Towards the end of the procedure, the physician noted blood leaking from the end of the faradrive. The procedure was completed as planned. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.